Manufacturer narrative:
Correction to d9 date returned to manufacturer. Updated to oct 3, 2024, from mar 13, 2024. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is assumed that the cracks were caused by stress applied to the cracked area. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the curved scissors/pistol grip had the gripping surface worn and partially peeled off. There were no reports of patient involvement.